Manufacturer narrative:
(B)(4).

Event description:
It was reported that hv lead impedance was out of range on rv-svc and svc-can vectors intermittently. Programming changes were made. No lead damage was noted under x-ray. No more issues were noted during a follow-up.